Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized twice. Customer stated that the blood glucose reading was over 600 mg/dl both times when paramedics arrived. Customer stated that her insulin pump was not working correctly it had lines on the screen. Nothing further was reported. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no display anomaly was noted.